Event description:
Anestar anesthesia units co2 gas scavenging system may fail to completely absorb all expired co2. The problem discovered is that the scavenging system has the potential not to have an air tight seal due to mfg faults with either the canister or the universal pre-packs. Without a proper seal, patients will inspire any unabsorbed co2. Datascope has been aware of this problem, but has failed to notify their customers or the appropriate agencies. We have not experienced any adverse patient outcomes.